Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer (fse) evaluated the unit and the reported problem was not duplicated. After a review of the equipment error log the (fse) proceeded with implementing (B)(4). Equipment is working and meets the manufacturer's specifications,